Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
It was stated that there is a continuous overpressure alarm. There was no reported patient involvement/ no adverse event reported.